Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a check vent low leak-co2 rebreathing risk error message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was being used to create a treatment plan for respiratory assist. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed they stated that the device has a rebreathing message. While troubleshooting, it was noticed that there is a code 1203, check vent low leak-co2 rebreathing risk message. The average air flow was reading 1.1 slpm (standard liter per minute). Provided part ID for the flow sensor assembly. Per good faith effort (gfe) response, it was confirmed that the biomed customer is unsure of how much work has been done to service this device. A note that reads ¿do not use¿ was left on the display. No further information was able to be obtained. It is unknown what the outcome of the repair will be. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.